Event description:
Complainant alleged that while transferring a pt (age & gender unknown) the device's screen went blank. The user switched batteries in the device, however the device's display remained blank. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there as no adverse effect to the pt due to the reported malfunction. The device was tested at the device's biomed department and the reported malfunction was not duplicated